Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of over 400mg/dl. Customer treated with insulin. Troubleshooting found that the cannula was bent and customer had issues with calibration. Customer was advised on proper calibration technique and to wait until their blood glucose is stabilized before calibrating. Customer declined further high blood glucose troubleshooting. No further details given.